Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled ¿comparison of complications between different surgical approach after total hip arthroplasty: a single high-volume center, retrospective case-control study" written by shi xiaojun, zhao haiyan, releken yeersheng, kang pengde, pei fuxing. Publishing company and date of publication not provided. The article's purpose was to compare complications after tha through direct anterior approach versus posterior lateral approach. Patient data: a retrospective analysis was performed in a total of 1546 consecutive patients (1780 hips) who underwent primary tha by one experienced surgeon from june 2012 to june 2017. Depuy products: cementless prosthesis; pinnacle cup and liner was used on the acetabular side, short stem was trilock prosthesis, and non-short stem included s-rom, corail, and solution stem (all products utilized in the study were depuy, however, the article does not detail which aes relate to which product line of depuy. Therefore, all aes will be captured with unk stem). Adverse events (25) intra-op periprosthetic femoral fracture ¿ treated with intra-op fixation (7) postoperative hip dislocation - treated with closed reduction (33) wound fat liquefaction ¿ conservative treatment (7) superficial wound infection ¿ conservative treatment (1) deep infection ¿ revision (21) malpositioning of stem ¿ conservative treatment (17) malpositioning of cup ¿ conservative treatment (82) leg length discrepancy ¿ conservative treatment.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot ==> a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.